Event description:
It was reported that the patient presented to clinic for follow up. Device interrogation revealed r-wave amplitude variation and high capture threshold. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable.